Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of an a&p repair performed during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to FDA: 7/24/2017 patient codes:(B)(4)- urinary problems. It was reported that following insertion the patient experienced infection, dyspareunia and urinary problems.

Manufacturer narrative:
Date sent to FDA: 7/20/2017 additional information: